Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman truseal access system (was). During the procedure when the was was in the left atrium and the pigtail catheter was being advanced, a thrombus was visualized on the tip of the was. The thrombus was aspirated into the sheath and the sheath was removed from the patient. The sheath was flushed and a small thrombus measuring less than a centimeter emerged. The procedure was continued and concluded successfully. During recovery, the patient was evaluated for adverse effects and none were observed. The patient fully recovered.